Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. The patient effect of death, as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU) is a known patient effect that may be associated with the use of the graftmaster rx coronary stent graft in native coronary arteries. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that on (B)(6) 2014, three non-abbott stents were implanted in the right coronary artery. On (B)(6) 2014 the patient was taken to the cath lab for follow-up and during the procedure a perforation occurred with a non-abbott device. A 3.5 x 19 mm rx graftmaster could not cross the lesion. A 3.0 x 19 otw graftmaster was opened; however, before it was used, it was decided that the patient needed surgery. Three days later the patient died. No additional information was provided.